Event description:
Procedure type: urological. According to the reporter: pt has undergone corrective surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, bowel obstruction, stress urinary incontinence, pelvic organ prolapsed, has sustained permanent injury and has undergone corrective surgeries. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvitex".